Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the product user explaining that the adhesive material became loose at the infusion site and resulted in the set detaching from his skin. Product user reported that his blood glucose levels rose to 192 mg/d. No permanent serious injury was reported.